Event description:
It was reported that during a stenting procedure in the right internal carotid artery with a rx acculink stent, the stent was deployed under fluoroscopic guidance with some migration. A repeat carotid angiogram showed limited/unacceptable coverage of the lesion. An additional acculink stent was placed to completely cover the lesion. The patient was discharged home one day after the procedure. There was no reported adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent migration can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, stent size selection or insufficient landing zone. To ensure this is not related to a product deficiency, all acculink stent systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to this complaint. A query of the complaint-handling database was performed and there have been no other incidents for stent migration reported for this lot. Overall, a conclusive cause for the stent migration could not be determined; however, there is no indication to suggest a product quality deficiency.